Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: stent: 7x100mm absolute pro vascular, balloon catheter: 6x200mm armada. The supera stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The 7.0x100 absolute pro vascular stent and 6.0x200 mm armada 18 referenced are being filed under separate medwatch MFR numbers.

Event description:
It was reported that the 6.0 x 200 mm armada 18 was inflated for the first time at 8 atmospheres in the heavily calcified superficial femoral artery (sfa) without incident. A supera was implanted in the mid sfa followed by the 7.0x100 mm absolute pro vascular stent in the proximal/ostium sfa. The same armada 18 was inserted to post dilate a segment of the supera stent where three very fibrotic segments were observed to not completely yield. The armada 18 was inflated to 14 atmospheres when the balloon ruptured and separated in the anatomy. There was difficulty removing the ruptured armada past the absolute pro stent, resulting in the stent becoming smashed/deformed. The stent was also moved partially into healthy tissue during the attempt to remove the armada. A non-abbott diagnostic catheter was inserted to remove the separated armada segment. The fractured armada was successfully retracted into the tip of the sheath along with the guide wire that had some of the armada on it as well. All the devices were removed as a unit. There were no armada fragments left in the patient. A 7.0x20 mm absolute pro vascular stent was implanted in the ostium over the damaged segment of the first absolute stent. There was no adverse patient sequela. No additional information was provided.

Manufacturer narrative:
Internal file number: (B)(4). The product was not returned for analysis as it remained in the patient. A review of the lot history record and similar incident query was unable to be performed as the lot number was not provided. The investigation determined the reported difficult to deploy appears to be related to circumstances of the procedure. It is likely that the heavily calcified vessel was not adequately pre-dilated which resulted in the segments of the supera stent that were not properly apposed to the vessel wall. There is no indication of a product quality issue with respect to manufacture, design or labeling.